Manufacturer narrative:
The hillrom technician found the bed would not interface with the nurse call system, meaning the bed would not send a nurse call or a bed exit alarm to the nurses' station. The technician found that the nurse call communication cable needed to be replaced. Per the hillrom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Sidecom communication system: inspect and test the communication junction box. Make sure the sidecom® communication system features operate correctly. Inspect the communication cable, including the male and female pins in the plug. Replace as necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the nurse call communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the hillrom service technician stating the bed was not interfacing with the nurse call system. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).